Event description:
It was reported that when using the bd pyxis¿ es server medication was not triggering alerts for critical low inventory or stock-outs. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes d4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Correction: section b describe event or problem and section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data upon investigation of the actual device of this incident, it was determined that the stock outs and critical lows were not crossing. A technical support specialist (tss) connected to the server checked the jit database and found a ghost pocket for medid on station 9c-a orthospine. The engineer deleted the ghost pocket and then confirmed that the jit database had the same count as the es station after removing the bogus pocket. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary medication was not triggering alerts for critical low inventory or stock-outs. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.